Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 3 days and no blank display anomalies or power loss alarms noted. Power connector plug in and locked in place properly. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report issues with the insulin pump. Customer's mother reported that the pump alarmed pump error detected. Customer's mother reported that previous pump issues were not resolved with a replacement battery cap and the pump continues to shut off. Customer's blood glucose at the time of the incident was 382 mg/dl. Troubleshooting was done. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.